Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 2.5, lab: 1.9, 2nd meter: 1.8. Therapeutic range is 2.0-3.0. Patient called back and tested the same strip on two different meters. She tested a non-coumadin patient and herself with the following results: non-coumadin patient - 1.2 on old meter and 0.9 on new. Patient self test - 2.3 on old meter and 2.0 on new.